Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rem star device's sound abatement foam. The patient has alleged kidney disease toxicity. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord.evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings - pil observed the following from an external and internal inspection: the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area, inside of the blower box and in the bottom enclosure. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Errors logged: 32 error was logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.